Manufacturer narrative:
Review of the device history records for the lots in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The patient presented with complex anatomy which may have contributed to the incident. There is no evidence to suggest that the baylis medical company devices used in the procedure caused or contributed to the incident. However, this report is being submitted as the baylis medical devices were being used during the procedure. Device discarded after use.

Event description:
Baylis medical company devices were used for transseptal puncture during an ablation procedure in a patient with complex anatomy and a septal patch. Transseptal puncture was achieved through the patient's septal patch using the nrg transseptal needle and supracross steerable sheath. Following puncture, the rf needle was retracted back into the dilator as the position of the nrg transseptal needle could not be confirmed. While the nrg transseptal needle was being repositioned, the needle/sheath assembly inadvertently slipped into the right ventricle. Atrioventricular (av) block occurred and the patient was paced. During the second transseptal attempt, puncture was again achieved using the nrg transseptal needle. However, the sheath and dilator could not be advanced through the puncture site. The nrg transseptal needle was removed and replaced with a protrack pigtal wire to track a 6fr sheath over to guide a coronary balloon to dilate the puncture site. With failed attempts to dilate the puncture site with a series of low profile coronary balloons, the physician exchanged the 6fr sheath with the supracross steerable sheath over the protrack pigtail wire. However, during attempts to advance the sheath and dilator across the puncture site, the protrack pigtail wire came out of the right atrium. The sheath/wire assembly inadvertently slipped into the right ventricle. A second av block occurred and the patient was again paced. Due to the complex patient anatomy, left atrial access was not successful and the procedure was cancelled. Patient anatomy was reported to be complex and there is no evidence to suggest that the baylis medical company devices used in the procedure caused or contributed to the incident. However, this report is being submitted as the baylis medical devices were being used during the procedure. Separate MDR reports have been submitted for each baylis medical device involved. The reports for the additional devices are submitted under MFR report #: 9710452-2017-00013 and 9710452-2017-00014.